Event description:
It was reported that the manufacturer representative met with the patient, who had not been seen for some time, and noted impedance issues during the visit. The representative increased stimulation on the right side, which appeared to help with dyskinesias, and planned to attempt programming on contacts 9 and 11 and increase stimulation on the left side for better results. Technical support services reviewed the patient's recharge patterns, noting that the patient currently charges for 30¿60 minutes daily or every other day, and advised that charging duration may increase as needed. The representative will review the next steps with the healthcare provider. The patient reported no known falls but mentioned frequently bumping into things and provided a weight of 116 lbs. Impedance values for the left and right stn were documented, with various contacts showing elevated readings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause is not known. Patient has option for exploratory surgery which would resolve issue as long as it's not the lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.